Event description:
It was reported that the implantable cardioverted defibrillator exhibited inappropriate shock due to multiple episodes of svt. It was noted that during the device check the last max charge noted to be 26.0 seconds while the last visit was 8.4 seconds. Programming changes were performed. The patient was in stable condition.